Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 497 mg/dl. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injection or insulin pen for their high blood glucose. The auto mode feature was not active at the time of reported event. The customer was assisted with possible causes of high blood glucose event. Customer did not wish to perform high pressure test. The pump will not be returned for analysis.